Event description:
Defective product with lot #s: 312918, 312919, 310716. Product- 3cc syringe with 25gx1" needle. Needle has no lumen. Reporter ordered 1444 boxes for 42 clinics to be used to give flu vaccines. They got defective product. Kendall sent out replacement product that was also defective. It is time to give the flu vaccines and reporter can't get product. Rep at kendall says there is no product at any of their warehouses in the u.s.